Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 8041187-2022-00801 was sent in error. Foreign matter not within the fluid pathway may cause a customer inconvenience but will not lead to any degree of harm or serious injury and is, therefore, not considered to be a reportable malfunction. MFR#: 8041187-2022-00801 is void as a result.

Event description:
It was reported that 2 of the bd needles blunt 18g 1-1/2in tw experienced white substance the needle into the plastic component has spilt onto the needle itself. The following information was provided by the initial reporter: it was reported that the white substance securing the needle into the plastic component has spilt onto the needle itself.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 of the bd needles blunt 18g 1-1/2in tw experienced white substance the needle into the plastic component has spilt onto the needle itself. The following information was provided by the initial reporter: it was reported that the white substance securing the needle into the plastic component has spilt onto the needle itself.